Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast prosthesis implantation surgery with two unknown mentor implants, suffered bilateral breast capsular contractures (baker grade IV), post-procedure. As a result, the patient has been scheduled for implant explantation surgery on (B)(6) 2021. This medwatch form is for the right breast prosthesis. The product is still unknown, so the common device name and procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received. Complication on the left breast/implant has been reported under mrn: 1645337-2021-05969.

Manufacturer narrative:
On june 17, 2021, mentor received additional information indicating that the suspect medical devices were unknown mentor saline implants and that they have been discarded after explantation. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.